Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and submerging it under water in order to verify for leaks. As a result, no leaks was detected in the returned sample; the cuff was inflated per more of 24 hours no discrepancies were found. The reported customer complaint was not confirmed. And the most probably cause of issue was unable to be determined.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line classic® tracheostomy tube was found to have an air leak. Subsequently, a tracheostomy (trach) tube change out was required. There were no reported adverse patient effects.